Event description:
In this event it is reported that c+file readysteel 21mm 008 broke during use. The broken part has not been retrieved from the patient's mouth. The file has been discarded by doctor after broken. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation found: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.